Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. Zip code is not indicated at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that approximately 5 months after an intraocular lens (iol) was implanted, it was exchanged because the patient had issues with light sensitivity and could not adjust to the multifocality of the lens. Additional information was requested.